Event description:
Customer reported the monitors are flickering. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu battery, reattached the power cord and adjusted the transformer taps. System operates as intended.